Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred. Tandem technical support was unable to confirm back up insulin method. A replacement pump was sent. Customer¿s blood glucose level was 320 mg/dl.